Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative performed an imaging system check-out, mechanical & system inspection areas passed. Imaging modalities test failed. No communication between mobile view station (mvs) and imaging system. Software re-installed, and test performed and passed with success. Issue resolved. System performed as intended. Return requested. Replacement mvs interface kit shipped to site. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site physician reported that their imaging system had no connection between the mobile view station (mvs) and the image acquisition system (ias). No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect interface (umbilical) cable was returned to the manufacturer for analysis. The interface (umbilical) cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.